Manufacturer narrative:
Investigation summary: material #: 367300, lot/batch #: 1139387. Bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by sleeve function testing and no issues were observed relating to leakage as all samples met specifications. Additionally, twenty (20) retention samples from bd inventory were evaluated by visual inspection for damaged hub components and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 bd vacutainer® multiple sample luer adapters leaked blood. The following information was provided by the initial reporter: "this is a report about blood leakage from the connection between the luer adapter hub and the holder."